Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was to be prophylactical explanted due to inclusion in safety core advisory. Once the new device site was closed and the drapes were pulled back it was noted that the patient was experiencing diaphragmatic twitch. Reprogramming of the non boston scientific left ventricular lead (lv) configuration and pacing output was attempted but the twitch remained. The physician requested that the device be programmed lv only pace. The patient was discharged later that day and to be routinely reviewed in clinic. Additional information confirmed that the non boston scientific rv and lv leads were indeed swapped in the header(later confirmed via chest x-ray), however, the situation was evaluated and it was decided that the risk/benefit analysis favored leaving him rv only pacing rather than expose him to the risk of infection and discomfort of an immediate re-operation. The patient, after discharged, continued experiencing distressing intermittent twitch. Further procedure was performed and the leads moved into the appropriate. No additional adverse patient effects were reported.